Event description:
Event description cpi received information that this implantable pulse generator (ipg), implanted for 1 day, was exhibiting noisy egrams on both channels, high impedance, no pacing and no output. The device was replaced without incident.